Manufacturer narrative:
Per investigation findings by the manufacturing site: during the manufacturer's technical inspection, the error description provided by the customer "light is faulty/dim or completely out " was confirmed, and further defects were detected. In total the following defects were detected: led does not light up, blade damaged, adhesive joints on the camera head worn, leaking, housing damaged, cover worn, plug oxidized, o-ring missing from connector, software version is up to date, leaking between plug and housing, leaking between plug and cover, leaking between blade and housing. Based on the defects found during the technical inspection it is concluded that cause of the described error is wear of the adhesive on the tip of the c-mac blade, caused by wear during use and reprocessing. The wear of the adhesive can allow liquid to penetrate the blade, which affects the electronics and can lead to a led fault. There is also leak between plug and the cover of the c-mac blade, coming from wear and tear during use and the reprocessing process and leak between blade and housing. Should new or additional relevant information become available, we will resume the investigation accordingly. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported the light is faulty/dim or completely out. No procedure or patient involvement. No negative impact in state of health reported.

Manufacturer narrative:
The investigation is not yet completed; investigation results are pending. The event is filed under internal complaint ID (B)(4).